Event description:
Procedure performed: unknown (robotic). Event description: we would like to report an incident the or on weds 10/2 with the kii fios first entry # ctf03. During a case, the tip broke (lot# 1492323) in a patient while in use. According to the report, staff were able to retrieve the broken pieces. We reviewed our current on hand inventory and found no product with the same lot number. Additional information provided by applied medical representative on 07oct2024 via email: I was able to speak with the cno this afternoon and he stated that the incident was user error. A resident was trying to insert the trocar into the abdomen and hit the scope upon entry causing the tip to break off. The case was robotic¿ it was a general case but following up to confirm the exact case. No concomitant devices were being used. The trocar was inserted in rotation. There was no difficult during insertion and the robot was not used directly but as an ancillary port. The obturator was inserted in the cannula at the time of the incident. Intervention: staff were able to retrieve the broken pieces. Patient status: no patient injury or illness was reported.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, a photograph of the event unit was provided, confirming the complainant¿s experience of a fractured obturator tip. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified. [Correction] sections d1 and d4 (primary unique device identification number and additional unique device identification number) have been updated.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: unknown (robotic). Event description: we would like to report an incident the or on weds 10/2 with the kii fios first entry # (B)(4). During a case, the tip broke (lot# 1492323) in a patient while in use. According to the report, staff were able to retrieve the broken pieces. We reviewed our current on hand inventory and found no product with the same lot number. Additional information provided by applied medical representative on 07oct2024 via email: I was able to speak with the cno this afternoon and he stated that the incident was user error. A resident was trying to insert the trocar into the abdomen and hit the scope upon entry causing the tip to break off. The case was robotic¿ it was a general case but following up to confirm the exact case. No concomitant devices were being used. The trocar was inserted in rotation. There was no difficult during insertion and the robot was not used directly but as an ancillary port. The obturator was inserted in the cannula at the time of the incident. Intervention: staff were able to retrieve the broken pieces. Patient status: no patient injury or illness was reported.